Event description:
It was reported the device reached eri earlier than expected. The device was removed and replaced. It was also reported the 5076 lead had an initial impedance measurement of 1800 ohms even after repositioning. The lead was not used. No patient complications reported.

Manufacturer narrative:
Evaluation summary: (B) (4) no anomalies found however, blood was noted in the helix mechanism on visual inspection.